Event description:
A 2 fr vygon PICC was inserted on [redacted] and repositioned by withdrawing the catheter 2.5 cm immediately after insertion. During a dressing change on [redacted]-6 days later, performed due to dressing peeling, fluid leakage was observed originating from the butterfly hub of the catheter.